Event description:
Patient's spouse stated that patient was in critical care unit because they fell on (B)(6) 2017 and asked if that could have possible broken implant or if there was a way that we could check to see if it was working. Patient also mentioned that the last time patient's "frequency" was changed on the patient programmer (pp) was on (B)(6) 2016. Caller asked if a representative could come and look at the implant. Caller stated the pp was not connecting. Caller stated they tried to sync with the remote and it was not reading. Caller stated when they places it on the site and synced, "it was like that it was not reading it or was not connected". Caller reported seeing poor communication screen. Caller was unable to try and sync without pp because patient was is in hospital and had a broken back. Caller stated that patient was lying on their back and every time they move her they were in excruciating pain. Caller stated patient's bladder was not working the way it should and stated they have had to "cath" the patient every day because they were having trouble voiding. Caller clarified patient was fine on the (B)(6) until they fell and then when patient went to the hospital, they had to cath them, the day they pulled it off they hadn't been able to void ever since. Caller stated patient had always had issues going or straining and that was the reason for the implant. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.